Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): preliminary analysis confirmed that the device does not have a pacing output through the lv (left ventricular) channel. The impedance measurement was below 200 ohms. Further analysis determined the cause for the reported conditions was a defective transistor on an integrated circuit in a circuit block. Leakage in the transistor in that circuit block was loading two power supplies.

Event description:
It was reported that after implant the left ventricular lead threshold increased, and the doctor was going to replaced the lead. About a week later, the threshold decreased and bipolar pacing was not possible, so unipolar pacing was programmed. The left ventricular lead was checked and showed excellent pacing and sensing. The device was explanted and replaced. No patient complications have been reported as a result of this event.